Event description:
Additional information received indicated that the joint pain resolved/recovered with no sequelae on (B)(6) 2015 and "there is no other treatment indicated." There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (B)(4). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that the vaginal soreness relationship to the procedure is definite. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
Additional information.

Event description:
Additional information received indicated that the rectal soreness was considered resolved/recovered with no sequelae as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (2183959). The effective site registration number is 3011770902.

Event description:
Additional information received indicated that the urinary frequency and urgency was considered resolved/recovered with no sequelae on (B)(6) 2015. There were for further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of an elevate posterior graft, the patient presented with mild vaginal soreness, rectal soreness, urinary frequency, urinary urgency and joint pain. The "pain in hip due to not wanting to sit properly due to vaginal/rectal soreness." Pain medication was prescribed to treat the vaginal and rectal soreness on (B)(6) 2015 with additional anti-inflammatory medication prescribed on (B)(6) 2015 for the joint pain. No action has been taken to treat the urinary frequency and urgency. The events are considered "recovering/resolving (ae is improving)" as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
.

Event description:
Additional information received indicated that the vaginal soreness was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.